Event description:
It was reported that the bronchovideoscope had a black screen. The issue occurred before an unspecified procedure. There were no delay, and the patient was not under anesthesia. The procedure was finished with the replacement device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of "blackout of the image" was confirmed. The probable cause was most likely attributed to damage to the image sensor unit. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.